Event description:
Event description cpi received information that this implantable pulse generator (ipg) had intermittent loss of ventricular capture in bipolar mode. Thresholds are sometimes unacceptable in bipolar mode. In unipolar mode, a holter monitor recorded a 2 second pause. Also, the patient feels "sensations" in the chest while the device is in unipolar mode.